Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024 it was reported by the patient that soft cannula found crimped upon removal from infusion site. The location of site was at abdomen. Patient noticed their symptoms within 3 or more hours after insertion. Patient also reported that needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.